Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer stated he was using the pad when it crackled, smoked and lights were blinking off and on during this time.